Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall on the distal edge of the markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified distal left circumflex artery. A 1.20mmx8mm emerge¿ balloon catheter was advanced for dilation. The balloon was inflated several times at 6 to 8 atmospheres and the device was removed. A non-bsc device was then advanced but failed to cross the lesion. The 1.20mmx8mm emerge¿ balloon catheter was then re-advanced to performed dilation however it was noted that the pressure did not increase. The device was removed from the patient and it was found out that the balloon had ruptured. The procedure was completed using a 1.0mm balloon catheter. No patient complications and the patient's status was good.